Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had power loss alarm. Customer's blood glucose level was unknown. Customer reported that the alarm now again and not possible to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, displacement test and active current measurement. However, the insulin pump failed the sleep current measurement due to a problem isolated to electrical board.